Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user tripped, dropped the ilet, and the screen cracked, which partially impaired readability while the device continued to function and blood glucose control was unaffected. Symptoms included no reported hypoglycemia, hyperglycemia, or injury. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included review of the event details, user education on data sync and shutdown, shipment of a replacement device, and retrieval of the original unit. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, with no reported alerts or alarms and no effect on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage due to a fall.